Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "overinfusion". According to the customer: "the customer reported that the npt finished one hour before."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). As there was no information on the date of the occurrence, it was not possible to carry out more in-depth assessments of this occurrence. However, the quality control of laboratories b. Braun s/a submitted the 520736 series equipment to use simulation test. For that, it was programmed flow rate of 25ml/h for the volume of 75ml. It was verified that, during the test, the equipment worked correctly, without being deviations in volume flow above the specified volume were identified. Due to the data exposed above, we inform you that the reported occurrence was classified as "unconfirmed". Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.